Event description:
Related manufacturer reference number: 2017865-2021-26511. Additional information received reported that the patient's right atrial (ra) lead was explanted and replaced. The patient's right ventricular (rv) lead was also repositioned during the same procedure on (B)(6) 2021 due to lack of lead slack. The patient was asymptomatic and stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation showed the patient's right atrial (ra) lead was failing to capture. A chest x-ray was performed which showed lack of slack on the ra lead. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.